Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration / perforation (with removal through laparotomy)") and perforation ("device migration / perforation (with removal through laparotomy)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal through laparotomy). Essure was removed. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("device migration / perforation (with removal through laparotomy)") and device dislocation ("device migration / perforation (with removal through laparotomy)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal through laparotomy) and surgery (removal through laparotomy). Essure was removed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.